Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 02716. Report source: literature: gaillard, melissa d., and thomas p. Gross. ¿metal-on-metal hip resurfacing in patients younger than 50 years: a retrospective analysis.¿ journal of orthopaedic surgery and research, vol. 12, no. 1, feb. 2017, doi:10.1186/s13018-017-0579-y. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported in a journal article, 4 patients presented with brooker I heterotopic ossification following hip resurfacing arthroplasty.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article, patient presented with brooker I heterotopic ossification following hip resurfacing arthroplasty and treated with nsaids. Attempts were made to obtain additional information; however, none was available.